Manufacturer narrative:
Returned to manufacturer on: unknown: date of the investigation has been used for this field. Results: a sample was returned for evaluation. A review of the device history record revealed (B)(4) issued for cut tubing of lot number 5156779. Conclusion: the returned sample confirmed reported defect for batch 5156779. The root cause was identified as a burr on the gathering gripper. All defects were not properly contained. Corrective actions were taken.

Event description:
It was reported that 21 g x 0.75 in. Bd vacutaine® safety-lok¿ blood collection set had a small crack at the hub where blood came out. No injury or medical intervention reported.